Manufacturer narrative:
Device alarmed pump error 38 during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests or verify pump error 35 due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.